Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a routine endoscopic vein harvest procedure using the vasoview hemopro 2, the device timed out approximately midway through the case. The device was allowed to cool in accordance with the instructions for use (IFU); however, the issue persisted during subsequent attempts to ligate vein branches. The device was removed from service and replaced with a new device, which functioned as intended without further issue. There was no delay to the procedure, no change in procedural outcome, and no patient harm.